Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited oversensing. The patient was asymptomatic. There was no loss of consciousness noted. Programming changes were made. The patient visited the clinic for follow up on (B)(6) 2017. The patient was stable. No doctor visits were made after that.

Event description:
New information notes that atrial oversensing was noted in (B)(6) 2018 and on the visit on (B)(6) 2018. Programming changes were made and the lead will be in observation.